Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported that on (B)(6) 2014 her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported feeling "dizzy". Customer self-presented to a local healthcare facility where her healthcare provider diagnosed her with hyperglycemia and treated her with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.